Event description:
The medex sales representative stated that during an evaluation, the syringe was very difficult to draw back on and air was noted in the contrast line every time the clinician drew back on the syringe. There was no patient injury or treatment associated with this event.